Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515047501, lot number z000006981, identified no relevant deviations or anomalies. Product examination found that the product functioned intermittently. Inside the battery pack, one of the batteries was found to have leaked. This complaint is confirmed. The root cause of the reported event was that one of the batteries had leaked. However, the root cause for the battery leak could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, saline water pressure was too low to use. Product investigation found that there was battery leakage. An alternate device was retrieved for use. No adverse events were reported as a result of this malfunction.